Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional information: welding around the ports was inspected and it was in good condition, there was no presence of weak welding or over welding that could cause a leakage. The reservoir was activated while the caps were inserted on the ports and the bag did not inflate. If the reservoir had a leak, it would have inflated and did not happen. It was performed visual inspection of perimeter sealing and port sealing, and no void, hole or channel was found. Root cause could not be determined. Based on the present analysis, the reported complaint cannot be related to manufacturing process and its consider that other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown orthopedic surgical procedure on unknown date and the reservoir was connected to a drain as usual and flapped up in the operation room. Then, the reservoir was suctioned small amount of blood but inflated soon due to air leak. When the reservoir was replaced to another like device, it worked properly. There were no adverse patient consequences reported. No further information is available.